Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, a loss of communication between the insulin pump and transmitter, high blood glucose, and was not receiving an insulin. The customer reported a blood glucose value of 264 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-432aj, mmt-1884l, mmt-7841zn, mmt-7040a, and mmt-342. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-432aj. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.  No product return is required for mmt-7841zn.  No product return is required for mmt-7040a.  No product return is required for mmt-342.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0866 inches. No under delivery anomalies noted during testing. Unit was successfully downloaded using thump and carelink. Unable to confirm total bolus delivered due to insufficient data in the history files. Pump communicated and calibrated properly with test guardian link transmitter [3]. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter [3] and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and no physical or moisture damage found on the pcba 1, pcba 2, motor home switch or force sensor. The following were noted during visual inspection: scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. No communication pump to transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.